Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the statlock being used for a 20 french 2 way catheter post laparoscopic prostatectomy, punctured a hole in the catheter. The device would not secure the catheter without a lot of force and manipulation. The catheter fell out after 2 days, at that time, the patient returned to ed for replacement.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We unable to review the labeling due to the unknown product code. Although the product family is unknown, the foley catheter ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the statlock being used for a 20 french 2 way catheter post laparoscopic prostatectomy, punctured a hole in the catheter. The device would not secure the catheter without a lot of force and manipulation. The catheter fell out after 2 days, at that time, the patient returned to ed for replacement.